Manufacturer narrative:
Retained devices were tested with normal donor whole blood and no discrepant high results were observed. The product performed as expected. The customer's complaint for discrepant high tni was not observed. It is unknown what testing method was used on the patient after being transferred to the hospital. The batch records were reviewed for lot w59965 and this lot passed all specifications for final lot release. No sample was returned to product support for investigation; therefore, it is not possible to rule out sample interference as cause of the complaint. This is the only complaint for lot w59965. No product deficiency was established; no corrective action is required at this time.

Event description:
Caller reported potential false positive troponin I (tni) results using triage cardiac triple marker panel vs. Hospital laboratory result. On (B)(6) 2015, a (B)(6) female patient presented with tachycardia and chest pain. Patient had samples drawn which gave positive results for troponin I on the triage test. After the second draw gave a positive result for troponin I, the patient was transported to uw hospital for further testing. Dizziness, palpitation, premature ventricular depolarization were listed as final diagnosis prior to patient being sent to (B)(6) hospital. The following tests were also run prior to patient being sent to (B)(6) hospital: cbc, normal; magnesium, normal; d dimer, normal; pt/ptt, normal, comp panel, slightly elevated glucose and t protein. Patient was discharged from the (B)(6) hospital later the same day. No further information is available except that the patient had a negative result for the troponin test (method unknown). The hospital called and the same samples were run again on triage cardiac test with essentially the same results. While at the (B)(6) hospital, patient had an echo and other heart tests and all were negative. It was stated that after all the testing was performed there was no sign of a myocardial infarction (mi).